Event description:
It was reported that pump displayed malfunction 199 in tandem source, and caller noted malfunction code 12 indicating pump malfunction without any notable events beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.